Event description:
Previous augmentation with saline implants - now wants to be larger and lifted. Pt underwent bilateral capsulectomy and implant removal. Saline implants removed intact. Augmented with mentor 275cc saline implants.